Event description:
L-cath put in on april 8 at 2:30pm. Around 10pm that night, blue lumen ruptured. The blue lumen was clamped off and not used. The red lumen was then reported leaking. Catheter was removed from the pt and a new product put in. A 44 units/kilo/hour of heparin was going through the catheter.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.